Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had problems with their device such as ¿being temporarily paralyzed¿. The patient also reported that they experienced a shocking sensation as the implanted started shocking ¿where it wasn't supposed to¿. This started in (B)(6) 2019. They mentioned if they stands for too long, they felt a pulling at the leads and felt a shocking in their right foot. This had occurred when they did not have the programmer (they had to drive 4 hours to get it) so they could not turn the stimulation off. The patient noted that they almost passed out during the drive and was getting tunnel vision. From this, they had to be careful about how long they stood for. The implant was on the patient¿s left side. In addition, the patient reported they were in an accident, was ¿body slammed¿, and since then had been hurting ¿really badly¿ with the shocking issue becoming worse. The patient experienced the shocking in their hips, legs, and crotch. The patient turned the stimulation off but the shocking had not stopped. They saw a nurse and the manufacturer¿s representative at their healthcare professional¿s (hcp) office. The representative checked the device and it was stated that ¿it is not impeded¿. They added program 5 on a low setting. However, when this was tried in the hcp¿s office, the patient stated that it affected their brain, they started stuttering, and ¿felt it from spine to brain¿. The patient told the representative that it wasn't going to work so the stimulation was turned off. The patient was unable to see their hcp until december and was to go to the ER if needed. They did mention that their primary care physician (pcp) did perform x-rays and was told the results were being sent to the managing hcp¿s office. The patient was also prescribed oxybutynin for their bladder. At the time of report, the patient noted the shocking still occurred even though the stimulation was off. The further stated that they were thin and, due to the pain, they had lost even more weight and the leads were protruding. They also felt a ¿tazing¿ sensation at the ins site. Fur ther, the patient indicated that their brain was affected, they get tunnel vision, can't remember things, and had headaches. When they had intercourse last week, they were ¿paralyzed¿ for about 2 hours afterwards. The patient also reported that, 2 nights ago, they passed out in the shower and had swelling in their tailbone. They also stated that they did too much housework before passing out in the shower. The patient had to have someone to care for them as they had no symptom control with the stimulation off. They were assisted out of the shower but the patient ¿couldn't put her right foot down or leg at all for about an hour¿. The issues were occurring daily. The patient was redirected to their hcp to diagnose/treat their symptoms (patient stated it would be a day or 2). There were no further complications reported or anticipated. [Omitted information related to pe (B)(4): previous ins replaced due to abuse]